Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative advised patient to reset the receiver and advised to confirm the transmitter ID. Patient was not able to perform troubleshooting at the time; reported he will complete troubleshooting once he get back his home. No additional patient or event information is available.